Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00875. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent vaginal mesh revision and injection of botox into levator ani muscles bilaterally on (B)(6) 2013. It was also reported that the patient underwent removal of interstim lead from back and pelvic floor trigger point injection with botox on (B)(6) 2013. No additional information has been provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion patient experienced dyspareunia and interstitial cystitis.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2012 for erosion, mesh revision on (B)(6) 2012, and mesh removal on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.